Event description:
It was reported, the customer the customer was experiencing high blood glucose. Customer's blood glucose was 501 mg/dl. The customer declined to troubleshoot for their high blood glucose and attributed their high to not calculating their carbohydrates. Customer was also assisted with exiting from the rewind menu. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.